Event description:
Information was received from a user facility(uf) via a manufacturer representative regarding devices used in an unknown spinal therapy. It was reported that the metal tab on top of the driver was broken and the instrument was broken and would not retain broken set screw pieces. There was no patient involved in this event so, no further complications were reported/anticipated.

Manufacturer narrative:
H3: product analysis: product#(B)(4); lot# gb11b003, visual and optical examination identified that the tab at the top of the handle near the shaft has broken off. This appears to have happened while trying to remove the screw tops. This is consistent with bend tress overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.